Event description:
Information received indicated the intermediate siderail would not latch.

Manufacturer narrative:
The center arm latch was bend causing the siderail not to latch. The center arm was replaced to resolve the issue.